Event description:
A patient fall was reported during a transfer from the surgical table. It was reported during the transfer of a patient from the surgical table, a member of the surgery team removed the perineal post and turned away from the table causing the patient to slide forward and fall. It was also noted that the hospital preferred to tape the patient's arms across the chest and then tape patient to the table instead of using the safety straps as recommended in the owner's manual.

Manufacturer narrative:
Per the information obtained from the investigation, there were no problems with the device reported. The patient fell off during the transfer from the surgical table due to the inattentiveness of the hospital personnel after the removal of perineal post along with a failure to use safety straps as recommended in the owner's manual. A CT scan was performed following the fall but the patient was reported to be doing fine without any observed injuries. An educational in-service was performed by the manufacturer following the incident on (B)(6) 2025.